Event description:
(B)(4). Initial info for this spontaneous case was rec'd from a physician on 29-oct-2007: a female pt rec'd a series of injections of injectable poly-l-lactic acid (scupltra). The physician stated the pt developed lumpiness in face four to six months after injecting three to four vials in the nasolabial folds. No further relevant info reported.

Manufacturer narrative:
Add'l info for sculptra (lot#/expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. The reporting nurse assessed causality as possibly related to poly-l-lactic acid (sculptra). Add'l info rec'd from a nurse from the reporting physician's office on 12-dec-2007 upgrades case from non-serious to serious: the nurse provided info on (B)(4). The info included: the pt's date of birth, age, height and weight. Medical history includes menopausal, cholecystectomy, and multiple face lifts, (no dates provided.) Concomitant medications include butalbital, acetaminophen and caffeine (fioricet,) calcium, vitamin b, centrum silver (multiple vitamins,) and hormone replacement (nos). Report indicated that consumer has no known allergies. Report indicated that the pt rec'd 5 cc of poly-l-lactic acid (sculptra) facial injections daily on 5 different occasions, for the indication of facial atrophy. First treatment of (B)(6) 2006, second treatment on (B)(6) 2006, third treatment on (B)(6) 2006, 4th treatment on (B)(6) and 5th treatment on (B)(6) 2007, which was the last reported treatment with poly-l-lactic acid (sculptra). The poly-l-lactic was reconstituted with 3 ml of sterile water and 2 ml lidocaine. The poly-l-lactic acid was injected into the mandibular border, mid-facial area, nasolabial folds, and perioral area. The total volume of poly-l-lactic acid injected was 2.5 cc left midfacial area (0.5 mandibular border, 0.5 nasolabial fold, 0.5 marionette line, 0.5 cheek-upper, and 0.5 cheek-lower. On (B)(6) 2007 the pt developed lumps along the left side of the perioral area. The nodule(s) were: 2x2 cm, on left side of the peri-oral area, between lower border of nasolabial fold and upper border of marionette line. On (B)(6) 2007, she was treated with triamcinolone acetonide injection (kenalog) 10 diluted 50% with 1% lidocaine, and was injected into the lumpy area. Steroid injection, (same as on (B)(6) 2007,) was injected again on (B)(6) 2007. The report indicated that the product was discontinued because of the event. Product was discontinued on (B)(6) 2007. Report indicated that event did not resolve after product was discontinued. The outcome of the event was reported as ongoing at the time of this report. Report noted that no biopsy was taken. Reporter indicated as serious criterion that the pt had an "unacceptable appearance." Causality assessment was indicated as "possible." No add'l medical info was provided. Add'l info rec'd from the physician's nurse on 22-jul-2008, who returned the healthcare professional form: the events were reported as ongoing. Lot number/expiration date not specified. No further medical info provided. Add'l expiration dates: 08/28/2006, 09/29/2006, 11/10/2006, 04/18/2007.